Event description:
A surgeon reported that a patient underwent an intraocular lens (iol) exchange due to the original lens causing disabling visual symptoms. Additional information has been requested.

Event description:
The user facility provided add'l info that the pt underwent a posterior yag capsulotomy without change to the symptoms. After the intraocular lens (iol) exchange, there was complete resolution of symptoms. Surgeon does not believe the iol malfunctioned.